Event description:
It was reported that while putting the patients bed near the CT machine, the ICU motorized bed allegedly went forward pinning a staff member onto a bariatric chair and the bed frame. No injuries were reported for this event.